Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the inpen was broken, specifically a black disc breaking off the injection foot and difficulty turning the dose knob/dial, which was stiff and hard to turn. The customer reported no adverse event. The event involved product mmt-105nnblna. Troubleshooting was performed, and its outcome included advising the customer not to force insulin delivery, confirming that the intended and recorded dose amounts matched, instructing the customer to discontinue use of the inpen and revert to a back-up plan per healthcare professionals instruction, and informing them about the product replacement/return policy. No harm requiring medical intervention was reported. The product return is required for mmt-105nnblna.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Inpen passed front cap investigation. // inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.